Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered several inappropriate shocks for an atrial tachycardia, resulting in exhaustion of tachycardia therapy. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.